Event description:
This case was cross referenced with cases: (B)(4) (cluster). This unsolicited case from united states was received on 13-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and after unknown latency experienced adverse events/reactions; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency and indication: not reported; batch/lot number: 7rsl021 and expiry date: 31-may-2020) into unspecified location. On an unknown date in 2017, after unknown latency, the patient experienced adverse events/ reactions. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced unspecified adverse events. Although based on the available information, temporal relationship cannot be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded completely.